Manufacturer narrative:
The sodium electrode lot number is gaf87, with an expiration date of 09-jan-2027. The potassium electrode lot number is gba09, with an expiration date of 05-jan-2027. The chloride electrode lot number is gdx87, with an expiration date of 24-nov-2026. The field service engineer determined the sipper nozzle thumb screw was not tightened properly. The screw was tightened. Precision studies were performed and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode, potassium electrode, and chloride electrode on a cobas pro ise analytical unit. The sample initially resulted in the following values: sodium = 161 mmol/l. Potassium = 5.4 mmol/l. Chloride = 77 mmol/l. No questionable results were reported outside of the laboratory. The customer questioned the results due to ongoing analyzer issues and a high anion gap. The sample was repeated, resulting in the following values: sodium = 135 mmol/l. Potassium = 4.5 mmol/l. Chloride = 97 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.